Event description:
Customer received blood glucose readings of 356 mg/dl 98 mg/dl taken within 10 minutes. When these reading were plotted on a parkes error grid, they fell in the "c" zone with is considered clinically significant. No serious injury was reported.